Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had a stimulator put in and they were unsure which manufacturer made the device. They noted that their surgeon hit a nerve and the stimulator had to be explanted a couple of days later. They also noted that their calf was "rock hard" due to the nerve being hit. These issues occurred about 2 years prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.